Event description:
It was reported by the user site that on (B)(6) 2026, during use of a selenia dimensions mammography system while positioning a patient for a mediolateral oblique view, the compression paddle activated unexpectedly. The technologist reported that she had paused positioning to obtain protective stickers for skin tags and heard the system compressing while away from the controls. The technologist reported that the patient cried out and compression was immediately released. The user site reported that the patient sustained bruising. No additional medical or surgical intervention was required. A hologic field service engineer (fse) was dispatched to investigate the device. The fse reviewed the event details with the operator and confirmed that system logs had been previously reviewed by technical support. The review suggested that the event may have been associated with accidental activation of a rotation switch or a potential issue with the rotation switch assembly. The fse performed functional testing of the compression paddle in both manual and automatic operation modes and monitored system behavior during repeated compression cycles. The fse replaced the rotation switch assembly as a precaution and verified that the system was operating according to manufacturer specifications. No further information is currently available.